Event description:
The device could not be interrogated and presented with the "position head" message. Three different programmers were used and a device in the box was interrogated in the same manner with no issues. Technical services assisted in attempting to read the memory map but the programmer did not recognize the device. The device was explanted and will be returned for analysis.